Manufacturer narrative:
An event of heart block and atrial fibrillation was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported prolonged hospitalization, unexpected medical intervention and surgical intervention were result of case specific circumstances as permanent pacemaker was implanted and medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.5mm. The patient developed a complete heart block. No treatment was required that the time. The patient was the discharged on (B)(6) 2026. On (B)(6) 2026, the patient returned to the hospital due to dizziness, lightheadedness, near syncopal and intermittent complete heart block. Atrial fibrillation and worsening bradycardia were noted. Heparin, dobutamine, apixaban were administered for treatment. On (B)(6) 2026, a permanent pacemaker was implanted to treat the heart block. The patient was then discharged the following day.